Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Sections d8, h6, and h11 were updated. The device was not returned for evaluation because the issue was able to be resolved by the customer. The definitive root cause of the b30 scope communication error could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the video system center exhibited scope communication error b30. The issue was found during preparation for use, and there was a delay of 30 minutes in the procedure. There were no reports of patient harm.